Manufacturer narrative:
(B)(4). Concomitant products: 22-301310 arcos con sz a hi 50mm ha 860790; 22-301014 arcos 14x250mm spl tpr dist ha 752090; pt-125464 regenerex acet shell 64odx54id 464070; xl-223652 hwal arcomxl allpoly 36idx52od 555790; 103531 ti low profile screw 6.5x20mm 289902; 103531 ti low profile screw 6.5x20mm 2888144; 103532 bm acet lp dome scw ti s/tap dia6.5x25mm 2901771; 103532 bm acet lp dome scw ti s/tap dia6.5x25mm 2578544; 103532 bm acet lp dome scw ti s/tap dia6.5x25mm 2909284; 103533 ti low profile screw 6.5x30mm 2915885; unknown cable attachment; unknown head. (B)(6). The complaint is confirmed as the follow up visit notes were provided. Device history records were reviewed and identified no deviations and/or anomalies related to the reported event. X-rays were received and reviewed by mmi. Overall fit and alignment of the implants is appropriate. No definite evidence for wear. No metallic particles are seen. Of note, on several of the images, medial to the proximal femoral diaphysis, there is evidence of fragments present, uncertain etiology, possibly wire however this is unconfirmed. On several of the images, there is linear lucency along the lateral aspect of the proximal to mid left femoral diaphysis suggesting incomplete fracture. Tip of the femoral component is not seen on any of the images limiting evaluation. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10919, 0001825034 - 2017 - 10920, 0001825034 - 2017 - 10922, 0001825034 - 2017 - 10923, 0001825034 - 2018 - 08142.

Event description:
It was reported that the patient was experiencing post operative pain after two year ten months post revision surgery due to infection. No additional information is available.

Manufacturer narrative:
The implant date was added. Additional information received has no changes to the previously reported investigation results.